Event description:
It was reported that during a device change-out, insulation anomaly was observed. Lead was explanted. Patient condition is good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.